Event description:
It was reported that the (B)(4) survey isolate was tested four different times using neg urinecombo 51 panels. Two of the tests identified the isolate as leminorella sp. 93.14%. The other two tests obtained a low probability ID of vibrio hollisae 79.80%. Oxidase result from these two panels were edited from positive to negative and obtained the same result of leminorella identification. It was reported that the qc was within range before and after the reported misidentification. Two months later, the isolate was tested again in duplicate. One panel resulted to shigella sp. And the other panel resulted to leminorella sp. The correct ID of the isolate was shigella boydii per (B)(4) bacteriology participant summary report. There was no patient involved as this was a proficiency survey.

Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(4) survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Please refer to medwatch report numbers 2919016-2015-00066, 2919016-2015-00067, 2919016-2015-00068, 2919016-2015-00069 for reports of similar event. (B)(4).